Event description:
On (B)(4) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was giving the patient inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2012 at 9:35pm, the patient reported blood glucose results of 'below 20mg/dl and 154mg/dl' with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The reporter stated that the patient manages his diabetes with the insulin pump. By 9:42pm, the patient drank orange juice in response to the reported issue. The cca was informed by the reporter that the patient did not develop any symptoms or receive any treatment. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis (pa) on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. PMA: 510(k) # is k073231.

Manufacturer narrative:
Follow-up #2 (03/26/2012)- correction: the returned to manufacturer date is 02/21/2012 not 02/13/2012.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012, the meter was tested and no faults were found. On (B)(4) 2012, the test strips were tested and the primary complaint was not confirmed; however, a secondary issue was noted where the hinge on the test strip vial was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.